Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from investigation, the cause of the reported event was most likely attributed to stress of repeated use, external factors, or handling of the device. A definitive root cause was not determined. The suggested event is detectable by handling the device in accordance with the following IFU. The instructions for visera tracheal intubation videoscope lf-v chapter 3, ¿preparation and inspection, section 3.2, ¿preparation and inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the videoscope coating on the image guide tube had peeled off (1 mm2 or more). There were no reports of patient involvement.